Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has been doing well up until approximately 6 months ago when he presented with increasing pain around the tibia. The ap x-ray shows what appears to be an osteolytic just under the medial side of the tibial component. A decision was made to revise the tibial component.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision total knee replacement performed on (B)(6) 2016. Patient underwent primary tkr on (B)(6) 2010. Patient has been doing well up until approximately 6 months ago when he presented with increasing pain around the tibia. The ap x-ray shows what appears to be an osteolytic just under the medial side of the tibial component. A decision was made to revise the tibial component. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.